Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. A review of the manufacturing data for the stent profile was carried out. The maximum crimped stent profile measurement was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were opened from their original folded position and appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 656 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent was torn during the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent was torn during the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 80% stenosed target lesion was located in the moderately calcified left anterior descending artery with the first diagonal branch segment of 30% stenosis and second diagonal branch segment of 40% stenosis. After the deployment of the 2.75x38mm promus element ¿ long drug-eluting stent, the stent was found stretched upon removal of the stent balloon delivery system. A 2.5x20 and a 3.0x24 stents were then deployed to cover the previously implanted stent.